Event description:
The pt had been admitted for treatment of alcohol-induced acute pancreatitis and during the course of stay, they experienced cardiac arrest. CPR was begun and pt was resuscitated. Pt was intubated and placed on ventilation. While nurse was present in the room (in the critical care unit), the ventilator alarmed and displayed an error code and a message indicating a malfunction. More specifically: when it alarmed, the ventilator went into "'buv' (back-up ventilation mode), which it is designed to do. The pt was removed from the ventilator and immediately bagged. The pt was then placed on a different ventilator. At no time was the pt placed at risk of harm from this incident. Biomedical engineering obtained the defective ventilator for evaluation and determined that it required the replacement of an interface circuit board, which is currently on order.